Event description:
It was reported a device shift/migration and device leak occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2026, during which a 31mm watchman flx pro closure device was implanted. On the day of the implant, following a single deployment of the device, the threaded insert was observed to be inverted. The physician was advised to attempt to correct this by popping the face of the device outward using gentle tugs. The physician performed two tugs but was unable to invert the device face. Position, anchor, size, and seal (pass) criteria were met, and the device was released. Immediately after release, the threaded insert popped outward. Prior to release, the device appeared flush with the ostium; however, after release, the protruding threaded insert caused the device to appear standing tall rather than flush. Post-release imaging showed a new shoulder in the 90-degree and 135-degree views. The device fabric remained below the tissue line and was assessed as adequately positioned and covered at implant. At the 45-day follow-up transesophageal echocardiography (tee), the closure device was found to have migrated proximally and was largely outside of the laa. Only a few anchors appeared to remain attached to the tissue, resulting in incomplete sealing of the laa. There was no thrombus noted, and the patient had no medical concerns/symptoms. Additional intervention has not yet been decided at this time. The patient is scheduled for a computed tomography angiography (cta) of the heart on (B)(6) 2026, to help the physician better understand the stability of the closure device and anchors engagement. A follow up with the patient after cta will then occur on (B)(6) 2026 to discuss if any additional intervention is required. The patient remains on eliquis.